Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a patient with heavily calcified native valve l eaflets and a significantly hypertrophic ventricle, a pre-implant dilation was performed using a non-medtronic balloon (symvalve 20). On fluoroscopic check, the loaded 29 mm evolut pro+ valve showed frame overlap within the third node and was attempted for implant. During the first deployment attempt, the valve infolded, so it was recaptured and a second deployment attempt was performed. However, the infolding persisted. Then, due to severe regurgitation resulting in a systolic pressure of 50 mmhg, the valve was released at a depth of 3 mm. The infolding remained, so a post-dilation was performed with a non-medtronic balloon (symvalve 20). The post-dilation did not resolve the infolding, and then the valve dislodged above the sinotubular junction, necessitating the implant of a second valve (another 29 mm evolut pro+). The second valve was correctly positioned without complications, and the patient regained normal systolic and diastolic pressure with no gradient and moderate paravalvular leak. As reported, no further complications occurred for the patient. Additional information was received that a non-medtronic (safari s) guidewire was used for the procedure. The deployment starting point was at mid pigtail. Prior to valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 8 mm left coronary cusp (lcc). After the valve dislodgement, the implant depth was 0 mm on the ncc and 3 mm lcc. A procedural delay of a couple minutes occurred due to the infold and subsequent system exchange. Per the physician, the patient's severe leaflet calcification and hypertrophic ventricle contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29; product lot/serial number: (B)(6); product type: heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a patient with heavily calcified native valve l eaflets and a significantly hypertrophic ventricle, a pre-implant dilation was performed using a non-medtronic balloon (symvalve 20). On fluoroscopic check, the loaded 29 mm evolut pro+ valve showed frame overlap within the third node and was attempted for implant. During the first deployment attempt, the valve infolded, so it was recaptured and a second deployment attempt was performed. However, the infolding persisted. Then, due to severe regurgitation resulting in a systolic pressure of 50 mmhg, the valve was released at a depth of 3 mm. The infolding remained, so a post-dilation was performed with a non-medtronic balloon (symvalve 20). The post-dilation did not resolve the infolding, and then the valve dislodged above the sinotubular junction, necessitating the implant of a second valve (another 29 mm evolut pro+). The second valve was correctly positioned without complications, and the patient regained normal systolic and diastolic pressure with no gradient and moderate paravalvular leak. As reported, no further complications occurred for the patient.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.